Event description:
It was reported via phone call that the customer experienced low blood glucose. Blood glucose reading at the time of incident was 54 mg/dl. The customer stated that they treated the level by intake of food. The customer's blood glucose at the time of call was 88mg/dl. Customer was not using the auto mode feature at the time of the incident. Troubleshooting was performed for low blood glucose incident but no issue was found. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.